Manufacturer narrative:
The returned device was evaluated and the device was received deployed with corrosion observed on the pcb assembly. The exposed portion of the soft cannula was observed to be stretched. It could not be determined when or how this damage occurred. Upon opening the device, corrosion was observed on the top battery. Download data shows an 0x40, rotational sensor maximum open count exceeded, alarm was generated during operation. Abnormal rotational sensor data was observed towards the end of device operation. Due to the presence of corrosion, the device was leak tested. An external leak was observed. It could not be determined when or how this damage occurred. An additional leak test was performed below the observed external tear and an internal tear was observed. This internal tear diverted fluid from the intended fluid path which caused fluid to accumulate in the pod resulting in the observed corrosion and generation of the subsequent 0x40 alarm.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a hazard alarm during a performed bolus.